Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing pain with rv pacing near the mid-chest area. Rv lead dislodgement was reported along with no capture at high outputs. No further patient complications were reported as a result of this event.